Event description:
Healthcare professional reported "textured implants alcl?" And rupture. This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Cont. E.1 zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.